Event description:
Caller reported a power source alert 07. Blood glucose level was reported as not exceeding 500 mg/dl, within a safe range. Caller initially used tandem charging cable and wall adapter without success, and switching to a different wall adapter did not resolve the issue. However, using a different charging cable with the wall adapter successfully resolved the problem, and the pump began charging, requiring no further assistance.